Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown, therefore, a device analysis cannot be completed. The cause was not identified. Should additional relevant information become available, a follow-up will be submitted.

Event description:
It was reported that a peritoneal dialysis (pd) patient (pt) experienced peritonitis. On an unreported date, in the same year as the receipt of this report, the pt experienced peritonitis which was manifested by abdominal pain. On an unreported date, the pt was hospitalized for abdominal pain (peritonitis). Treatment for the peritonitis was not reported. The cause of the peritonitis was unknown. The outcome of the peritonitis was not reported. Additional information was requested but is not available.